Manufacturer narrative:
Follow-up #1: date of submission 03/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: a review of the black box showed multiple call service 078 motor rewind errors. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a test battery cap with no reboot, loss of power, or call service alarms. A call service 078 motor rewind error was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.